Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head was loose and wobbly / piece of metal came out of the brush [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on 14-feb-2017 that on (B)(6) 2017 his/her daughter of unspecified age gave him/her a piece of metal that she took out of her mouth. The parent explained that he/she didn't know what it was, but after inspecting the oral-b power oral care refill precision clean, he/she saw that the head was loose and wobbly; the parent stated that the piece of metal was a piece that came out of the brush. The parent stated that the brush was replaced 2 weeks ago. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. Received 20-feb-2017 received parent's follow-up e-mail: the parent reported that the package of 10 brush heads was purchased in germany. The parent reported that this was the first brush that had caused this problem; he/she still had 2 new ones in the packaging and 3 brush heads were in use. No further information was provided.